Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the wear of the subject device was caused by the handling methods of users. The event can be prevented by following the instructions for use which state: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings, evaluation found the complaint was confirmed and water tightness was lost due to deformation of the scope connector. Also, evaluation found the forceps control lever did not move smoothly due to damage, the forceps elevator knob rotated concurrently due to deformation of the knob, the up/down knob could not be locked securely due to damage on the forceps elevator lever, the scope cover was chipped, the grip was deformed, the scope body was cracked, the scope connector was deformed, the bending section cover adhesive was detached, the bending angle in the right direction did not meet the standard value due to wear of the angle wire, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the connector of the evis exera ii ultrasound gastrovideoscope was leaking. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was a gap between the acoustic lens and ultrasound probe and a stain entered the gap. The report is being submitted due to issues found during evaluation.